Event description:
It was reported that during cement injection of an l3 kyphoplasty, after the surgeon spot-filled clefted areas in the vertebral body, the curved needle could not be removed. Attempts to grasp the needle with a hemostat resulted in the needle breaking. The procedure was completed with an approximate 1-hour delay during which the needle was surgically cut down as close to the exit point of the pedicle as possible. No other medical intervention or adverse consequences were reported.

Manufacturer narrative:
Device not returned.